Event description:
It was reported that premature battery depletion was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt and no anomaly was found on the header that related to the field concern. Analysis of the device image and field settings indicated the device operated at high pacing output settings as well as autocapture and rate responsive feature were enabled during implant period. When automatic settings are programmed, such as autocapture and rate responsive feature, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Further analysis performed found no anomaly. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.